Event description:
Customer reports unspecified pulmonary infection with symptoms consisting of cough, phlegm. Md seen and prescribed unspecified antibiotics.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU).